Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided. D4: model number: 72404161, lot number: 1000230174, model description: reservoir 65ml pc.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) device presented with extrusion of the left cylinder at the left corpus cavernosum. There were no signs of infection. The patient was hospitalized and is being treated with antibiotics but the extruded portion of the device has not been removed. In (B)(6) 2020 the patient suffered a myocardial infarction that currently requires him to be kept under supervision preventing him from undergoing any surgery. Later, on (B)(6) 2020 the surgeon decided to "inactivate the prosthesis" because, due to the results from his cardiological assessment, the patient was not allowed to undergo surgery to remove the whole prosthesis.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided. Medical device: model number: 72404161, lot number: 1000230174, model description: reservoir 65ml pc.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) device presented with extrusion of his device in the cavernous body. The patient is hospitalized and is being treated with antibiotics, but the extruded portion of the device has not been removed yet. In (B)(6) 2020 the patient suffered a myocardial infarction that currently requires him to be kept under supervision preventing him from undergoing any surgery.